Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, the outer insulation had cosmetic environmental stress cracking, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the left ventricular lead was causing diaphragmatic stimulation. The lead was removed and replaced. No patient complications were reported as a result of this event.